Event description:
During a cardiac catheterization procedure, coronary angiography revealed a 90% stenosis in the proximal left circumflex artery. The lesion was de novo and the vessel was slightly calcified and moderately tortuous. When the cypher 2.5 x 23mm stent package was opened, the staff noticed the stent was flared at its distal end. Nevertheless, the physician attempted to delivered and implant the cypher, but he felt friction inside the vessel and so removed the unit from the patient. Flaring at the proximal end of the stent occurred during removal from the patient. A different stent was then used instead. The new stent was successfully delivered and deployed to the target lesion in the left circumflex. The procedure was finished. There was no reported patient injury. The product was clinically used.